Event description:
The customer reported that as the surgeon was cauterizing a polyp, a non-covidien disposable forceps continued to activate when the foot pedal was released. This continued activation of the forceps caused the pt to receive a burn, resulting in a three day extension to the pt's hospital stay. The pt has made a full recovery. No additional info was available from the site.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the evaluation is complete, a follow-up report will be submitted.